Manufacturer narrative:
Additional information received on 10/06/2016, the customer had not received another occlusion alarm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 360 mg/dl. To address the high bg, the customer changed the infusion set site and used insulin pens. A cause of the past occlusions could not be determined. A system check was performed on the current pump supplies. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The contact declined to proceed with the system check. Tandem technical support advised the customer to change the infusion set. The contact acknowledged the information.